Event description:
It was reported that during a da vinci s hysterectomy procedure, while the surgeon was dissecting nodes, a burn on the pt's bowel was noticed. Upon further inspection, the surgeon found a crack on the tip cover accessory of the monopolar curved scissors instrument. The instrument was removed and the tip cover was replaced. The bowel was repaired by over sewing the burn and the procedure was completed with an approx delay of one hr. No add'l pt harm, adverse outcome or injury was reported. The following medwatch report listed below was also sent to the FDA as it relates to this event. #2955842-2007-00494.

Manufacturer narrative:
The instrument tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed the tip cover has a .010 inch hole burned through the silicone with localized melting. Examination of the hole under magnification shows the hole is located roughly .240 inches above the plastic sleeve to silicone interface. The melting of the silicone suggests an arching event occurred. The hole appears to have originally been cut, as there is a cut bisecting one side of the hole. There is a mechanical tear .060 inches above the hole on the same side and a .140 inch long tear 180 degrees from the hole, roughly .300 inches above the silicone to sleeve interface. Damage to silicone is likely due to instrument collisions. Engineering concluded that a cut in the silicone may have created a path for arcing. The plastic sleeve is cracked along the longitudinal axis, however, this may have occurred during return shipping. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.